Event description:
Boston scientific received information through a remote monitoring system that the implantable cardioverter defibrillator (ICD) detected an out of range high shock impedance measurement on the right ventricular (rv) lead. There were no adverse patient effects.

Manufacturer narrative:
As of this date the device and lead remain implanted. The situation will continue to be monitored with no change at this time. This investigation will be updated should further information be provided.